Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used on a hysteroscopic polypectomy and myomectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the system stopped and it displayed a pressure sensor failed, replace pressure sensor message. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.